Event description:
Customer reported via phone call to have low blood glucose of 71 mg/dl, which was treated with juice. Customer reported that insulin pump gave too much insulin in the morning. Customer attempted to press esc after noticing active insulin still in her system, but esc button did not respond. After troubleshooting, customer was advised that insulin pump would need to be replaced due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.